Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper insertion angle.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2024, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak® soft anchors suture frayed. This occurred during a mpfl procedure on (B)(6) 2024 when the shuttle suture did not pass through the anchor body about 4 inches from the loop that had the repair suture in the shuttle suture it frayed and ultimately broke. All fragments were retrieved from the patient and the remaining repair suture was used to continue the case. There was no harm to the patient. The procedure was delayed about 15 minutes. There was additional anesthesia administered.